Event description:
A user facility reported that lma would not remain inflated during pt use. There was no pt injury or problem. The user facility has returned the lma to the distributor who will forward it to the MFR for eval.